Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 83-year-old patient with a 31mm carpentier edwards bioprosthesis implanted in the mitral position was scheduled for a valve-in-valve procedure after an unknown implant duration due to degeneration.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. As the valve implant duration is unknown, as a conservative approach, an implant duration both lesser than 5 years and greater than 5 years are being considered for the evaluation. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 83-year-old patient with a 29mm carpentier edwards perimount bioprosthesis implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration. A transcatheter heart valve was successfully implanted within the surgical device. The patient was noted as to be discharged home. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.